Event description:
Boston scientific received information that during a routing device change out while using cautery to open the pocket and stop bleeding, the physician accidentally touched the device sending the patient into ventricular fibrillation (vf). Three external shocks were given at which time the patient went into atrial fibrillation (af) before returning to normal sinus rhythm. The new device was implanted with no further patient effects. An echocardiogram was performed and the patient was reported stable and sent home later that day.

Manufacturer narrative:
The explanted device was returned for analysis. This report will be updated once analysis has been completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.